Event description:
Caller reported a malfunction on the pump, and pump screen turned dark and would not power on. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.